Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 0 pulses returned an 0xaa alarm, indicating that a communication error occurred before the priming sequences were initialized. The device was also in pod state 14 (lump_of_coal), indicating that the priming sequences were not completed within the specified time window. The device established communication with a pdm during investigation and completed it priming sequences as intended, and established communication with the master pdm for data download. No evidence was found that would result in a communication error or generate an 0xaa alarm; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was activated; the cannula was not visible and the pink slide did not move forward, which indicates a needle mechanism failure. The pod was worn for less than an hour and there were no blood glucose levels reported.